Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer stated that she went into diabetic ketoacidosis and started to vomit. The customer changed her infusion set tubing site and her blood glucose went down to 331 mg/dl. The customer treated the high readings with a bolus from the pump. The customer will contact health care provider.